Manufacturer narrative:
The device remains in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac pacemaker and competitor right ventricular (rv) lead had a gradual increase in pacing impedances that caused pacing inhibition. The rv lead was explanted and replaced, and the device remains in-service. No additional adverse patient effects were reported.